Event description:
It was reported that pump displayed cartridge alarm 20 during insulin delivery, and alarm recurred even after customer attempted to resume use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique but was unable to successfully resume therapy, so technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.